Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The pump was found to be flipped on (B)(6) 2017 during a refill appointment, the patient underwent revision surgery on (B)(6) 2017 to correct the issue, a mesh pouch was added around the pump and the pump was secured with sutures. The patient¿s anatomy including loose skin may have contributed to the event. The patients weight at the time of the event was unknown no further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.